Event description:
It was reported that bd nexiva felt rough during needle disengagement. The following information was provided by the initial reporter: when withdrawing the needle from the catheter, it felt very 'rough' coming out. Not sure if this has anything to do with some of other issues we've been experiencing (needle not disengaging, frayed catheters).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3145756. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information